Event description:
Doctor reported event of "abdominal pain" from journal article: "five-year outcomes of laparoscopic adjustable gastric banding and laparoscopic roux-en-y gastric bypass in a comprehensive bariatric surgery program", vol. 52, no. 6, dec 2009. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter, the connector type is assumed to be a taper ii. Abdominal pain is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abdominal pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection."